Manufacturer narrative:
The lifeband involved in the complaint was discarded by the customer. Therefore physical investigation could not be performed, and the root cause could not be determined. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Cardiac arrest is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for cardiac arrest.

Event description:
Patient # 2: the autopulse system with the lifeband (lot # unknown) was used to resuscitate a (B)(6) lbs. Patient in cardiac arrest. The cause of cardiac arrest was multi-organ failure related to covid-19. The patient was hospitalized in the intensive care unit (ICU), and the cardiac arrest was witnessed by an ICU staff. The patient was in cardiac arrest for a few minutes before receiving manual CPR, which was performed by an ICU staff member for a few minutes before the automated compressions were commenced by the autopulse platform. The autopulse platform performed compressions for about 10 minutes before the lifeband broke at the alignment tab, causing the lifeband to snap off, and subsequently, the lifeband could not be secured around the patient. Per customer, the lifeband sheared at the place where the lifeband enters the platform. As reported, the use of the autopulse system was discontinued, and manual CPR was performed for 44 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the ICU. Per customer, the autopulse platform used during this patient call was placed back in service. The customer is concerned with reoccurring events of the lifeband snapping. As per the customer, the patient's death was not related to the autopulse system. Please see the following related MFR report: ccr 54159, MFR # 3010617000-2021-00464 for patient #1